Manufacturer narrative:
Results: the penumbra smart coil (smart coil) embolization had several offset coil winds on its distal end. The pusher assembly was kinked approximately 58.0 cm from its proximal end. During functional analysis, the returned smart coil was unable to be advanced into a demonstration microcatheter. Conclusions: evaluation of the returned smart coil revealed a damaged embolization coil. The distal end of the embolization coil was compressed and had several offset coil winds. These offset coil winds were likely a result of forcefully advancing the embolization coil against resistance. The root cause of the initial resistance could not be determined. This damage may have prevented the coil from taking the designated shape as its primary first loop was compromised by offset coil winds. After sheathing a damaged coil, resistance may be experienced upon further attempts to advance the coil. Further evaluation revealed a kink on the pusher assembly. This damage was likely incidental and occurred during packaging for return to penumbra. The non-penumbra catheters referred to in the complaint were not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (aca) using penumbra smart coils (smart coils). It was noted that the patient had slightly tortuous anatomy. During the procedure, the physician used two different non-penumbra microcatheters to place three coils and two smart coils into the target vessel. While advancing a new smart coil through the first non-penumbra microcatheter, the physician encountered resistance. Subsequently, the smart coil was not coiling properly and the physician did not like the placement of the coil in the aneurysm. The smart coil was then removed from the patient and the microcatheter was replaced with the second non-penumbra microcatheter. While attempting to advance the smart coil through the microcatheter, the physician encountered resistance at the hub of the microcatheter and was unable to advance the coil into the microcatheter. Therefore, the smart coil was removed and the procedure was completed using a new smart coil, two additional coils and the second non-penumbra microcatheter. There was no report of an adverse effect to the patient.